Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the display screen lens was scratched and damaged. It was not determined if the reported display lens damage impacted the patient¿s ability to safely read the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen lens was observed to be scratched and peeling. There was no damage noted to the pump display screen or lens. Unrelated to the complaint, the battery compartment was noted to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.